Manufacturer narrative:
Tech found the bed hi low had slow drift down. Replaced the manifold to resolve this issue. Bed located in basement.

Event description:
Account stated hi low had slow drift. No injury reported.